Manufacturer narrative:
(B)(4). It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included ancef (1gm, intraperitoneally (ip), daily). The treatment with ancef was ongoing. The patient was retrained on proper aseptic technique. The pd therapy was ongoing. The patient was not recovered from peritonitis at the time of this report. This is now the only report for this patient and this particular event. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from peritonitis. No additional information is available. This report is 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13d08117 and h13e11043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).